Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that before insertion, the stent was not mounted onto the balloon. While feeling the stent it was noticed that the stent moved and dislodged. Another company's stent was used to complete the procedure. Reportedly, there was no pt involvement. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the stent delivery system (sds) was returned without any blood visible. There was moisture visible in the guide wire lumen. The balloon was tightly folded. The stent was returned stretched out and not on the balloon, and measured 9.7cm. There were crimp marks on the balloon where the stent had been between the markers. Due to the damaged stent, the outer diameter could not be measured. Product performance engineering reviewed the incident information and anlaysis of the returned sds. The analysis confirmed that the stent had dislodged and was returned separated from the balloon and stretched to a length of 9.7cm. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacturer. The stent outer diameter dimension could not be measured due to the extensive damage to the stent. However, because stent outer diameter is verified 100% at the time of the manufacturer and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. A definitive root cause for the stent dislodgement in this case cannot be determined. However, it should be noted that the instructions for use (IFU) instructs to "take special care not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from packaging, placement over guide wire, and advancement through rotating hemostatic valve adapter and guiding catheter hub. Do not manipulate (e.g. "Roll") the stent with your fingers, as this action may loosen the stent from the delivery balloon." It was noted in the case description that the doctor was feeling the stent with his hands prior to use. This may have contributed to the stent dislodgement. Additionally, it was noted that the nurse was then handling the dislodged stent and caused it to become severly stretched as it was when it was returned. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closely by the quality assurance department.